Event description:
It was reported that during a coronary drug eluting stenting treatment procedure of a mildly tortuous mid vessel lesion in the right coronary artery, balloon removal difficulties were encountered. The lesion was not ostial or was not located at a bifurcation. The physician pre dilated the de novo lesion with a 2.5 mm crosssail balloon. The physician deployed a 3.5x32 mm taxus express2 drug eluting stent at 14-16 atm's and the balloon completely deflated. The physician had difficulty withdrawing the balloon from the stent. She tried pulling negative, going neutral and running a wire next to the balloon without any success. The guide catheter was backed out into the aorta. The physician pulled very hard which released the balloon. It took the physician 32 minutes to remove the balloon from the stent. The balloon, wire and stent delivery system were withdrawn as one unit leaving the stent well positioned. Ivus showed that the stent was under deployed. A powersail balloon was used to post dilate the stent. No pt complications were reported.